Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-03721. It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.00mm x 8mm emerge¿ balloon catheter was selected to predilate the target lesion. During the first inflation, the balloon ruptured. The device was removed intact without any complication. A 4.00x16mm promus premier¿ stent delivery system (sds) was selected however, the sds was not able to cross the lesion. Upon removal of the sds, it was noted that the stent came off the balloon in the proximal rca. Another unspecified balloon catheter was used to dilate the stent in the rca. The procedure was not completed due to high amount of calcium. Patient underwent surgery due to an unknown case of lupus. Pericardial catheterization was performed successfully. No further patient complications were reported and the patient's status was okay.